Event description:
A surgeon reported that when the system is turned off, the gantry moved down. There was no pt involved.

Manufacturer narrative:
The device history records was reviewed; the device was released according to company specifications. The company service rep has examined the system. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).